Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of foreign debris on the device surface. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the original packed device was dirty. Attempts to obtain additional information have been made; however, no more is available at this time.